Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm. The customer¿s blood glucose level was 309 mg/dl. The customer reported that they kept on getting rewind or restart request every time they tried to deliver insulin and complete fill tubing process. The customer¿s reported that the drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.